Event description:
It was reported that there far field r-wave (ffrw) oversensing was seen. It is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing. It was also reported that there is no record of an intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.